Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Implanting information is unknown. The secondary case for this patient was completed on (B)(6) 2017 for an unknown reason and the patient was implanted with an ovation main body and four (4) iliac limbs.

Manufacturer narrative:
Clinical assessment determined that the cuff migration was the root cause for the type 1a endoleak. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Clinical assessment determined that there was evidence to reasonable suggest type ia endoleak and supra renal cuff migration (unknown distance). No additional event or patient information is available.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; a secondary procedure. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The clinical assessment determined that there was evidence to reasonable suggest type ia endoleak and supra renal cuff migration (unknown distance) occurred that were not included in the event as reported. The type ia endoleak and supra renal cuff migration was discovered on (B)(6) 2018 during review of the angiogram performed on (B)(6) 2017 (secondary endovascular procedure) - implant date is not reported. To date there have been no reports of further negative patient sequalae.the review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system (B)(4).